Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted in asystole of approximately 3-5 seconds. As a result, the patient underwent a revision procedure and the physician noticed that the coil of the lead was located across the tricuspid valve. It was believed that the lead had microdislodged since implant. The patient was pacemaker dependent however, did not experienced any side effects. A new lead was surgically placed. The product is not expected for return.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.